Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in recovery mode and not booting up. A field service engineer (fse) reviewed event long and found errors as a result of kernel power issue causing possible light bulb shorting and burned out. So, the fse replaced the light bulbs in supply with client provided bulbs and rebooted the main and verified corrupted manufacturing batch record had been corrected and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was in recovery mode and had failed to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.